Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The device was received with the soft cannula fully deployed; however, the formed needle was observed in the soft cannula below the bottom housing window. The investigation found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: sp1a.210812.016.g970u1ueu9ixe1 smartphone hardware: sm-g970u1 cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported the patient's blood glucose levels rose to 277 mg/dl. The pod was reportedly leaking while worn on the leg for between 36 and 48 hours. The pod was removed.